Event description:
On (B)(6) 2012, the patient underwent treatment of a 5.2cm diameter abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Initial follow-up ultrasound imaging showed the aneurysm to be slightly smaller than it was pre-operatively. On (B)(6) 2014, a computed tomography angiogram showed the aneurysm to have increased in size to 5.4cm. A type I endoleak was confirmed. The cause of the endoleak was believed to be due to a small diameter, calcific reverse tapered proximal aortic neck, measuring 16-17mm. The graft showed infolding in this area. On (B)(6) 2014 a reintervention was performed to treat the endoleak. A proximal aortic extender was deployed and ballooned and the patient did well following the procedure.

Manufacturer narrative:
Concomitant medications: proscar, lipitor, norvasc, plavix and ranexa. A review of the manufacturing records verified the device met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.